Event description:
It was reported that the unit keeps shutting down. There is no patient information available.

Manufacturer narrative:
The returned device was evaluated and it was found that the unit did not power on but ac power led does illuminate. The mcu power supply ic on the system board was measured to be outputting approximately 1.2 vdc which is insufficient for the ics using this output voltage to power on. The system board was replaced and the unit functioned as designed.